Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient thought their stimulator moved down into their hip because they felt the stimulator down there. It was noted that it hurt for them to sit up. There were no further complications reported or anticipated.